Manufacturer narrative:
The ge service representative evaluated the system but could not reproduce the malfunction. The system operates as intended.

Event description:
The customer reported that the system freezes during digital image handling after warming up the equipment. No patient injury was reported.